Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was no image displayed. No additional malfunctions were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the physical device evaluation is pending. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had an image issue, the image was black. The issue occurred during setup; the intended procedure was completed with a similar device. There were no reports of patient harm and no patient involvement.